Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k#: k093745.

Manufacturer narrative:
(B)(4). Device evaluation: lifescan has received the meter involved with this complaint. Lifescan product analysis completed a deep dive investigation on (B)(4) 2012. The alleged issue was confirmed: there was failure found with the meter's capacitor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving the error 1 error message. The issue was not resolved with troubleshooting. The patient suffered no injury due to this issue.